Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for four pts. The pt samples were retested and the results were within the normal reference range. The initial elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse performed lumwash son/inc, qc, and precision testing using an accutni low qc level. The lumwash son/inc. And precision testing results were within specification. The fse also noted a layer of red cells in the pt samples in question. The customer did verify the samples came from another laboratory that uses a power processor. Further investigation conducted by the fse at the other lab also revealed red cell layers in their specimens. The fse checked the setting of the centrifuge used to process the specimens and found the centrifuge is not set at the recommended speed and time as per the bd recommendations. The fse advised the customer to set the centrifuge to the settings of bd. Also, noted by the fse is that the customer typically filters specimens after centrifugation and puts sample into insert cups for analysis. The fse found red cells in the bottom of the insert cups. Pre-analytical sample handling issues is the root cause of this event. This is four of four separate MDR reports related to four pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02004, 02005, 02006 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.